Event description:
It was reported that the patient developed an infection at the pod site while wearing the device between 49 and 71 hours on the hip/buttocks. The patient went to a doctor because the site was inflamed, measuring 10 x 10 cm. The patient was prescribed pyostacine 1000 mg (3 times a day) for treatment . In order to treat the pain caused by the infection, the patient took over the counter paracetamol 500 mg for extra pain relief.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Manufacturer narrative:
Inspection of the formed needle found the distal tip to be dull. The inadequate formed needle tip is confirmed as the cause of the reported infection. No other damages or defects were found during investigation.